Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that following a patient death on (B)(6) 2020 in the operating room, the doctors wish to recover the patient's traces. However, by re-admitting the patient, no data appears at the central.

Manufacturer narrative:
A philips response center engineer (rce) obtained information from the customer biomedical engineer (biomed). The biomed indicated that the patient was on bed bloc6 in the morning and then in bed rev 8 in the afternoon. The patient death occurred on rev8, however, the precise time was not available. The rce verified that the complaint of the customer was that no data was able to be retrieved from central station for this patient, and they were wanted to retrieve data, after the patient's death. The customer had no concerns over the use of the device, or alarm handling, and there was no delay in the treatment of the patient. The customer does not feel the device was a contributing factor in the patient death. The alarm audit log from the philips information center ix (pic ix) was obtained from the biomed, and was reviewed by a philips complaint investigator (ci). The review of the alarm audit log showed the patient had been added to bed rev8 at 15:40:00. Once the alarms were resumed, multiple instances of red desaturation (desat) alarms occurred; the alarms were silenced. There was no malfunction of the device; red alarms had occurred between 15:40 and 15:54, which were silenced. The investigation results were provided to the customer. No further investigation or action is warranted at this time.